Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The user facility was contacted to obtain additional information regarding the reported event, but with no result. As part of our investigation into this report, an olympus endoscopy support specialist (ess) visited the user facility, and was informed that there was no reported patient issue during the post-op call on december 13, 2016. On december 15, 2016 the patient called the user facility and reported that an hour after eating, the patient developed diarrhea. Based on the stool test results, it was reported that the patient had an enteroadherent e.coli (eaec). The device was said to have been reprocessed approximately one hour before the procedure in an automated endoscope reprocessor. The device was reportedly used on four patients before the subject patient in this report, and 11 patients after. The device was last serviced by a third-party service provider on april 2015. The ess inspected the device, and it was found to be in good condition. The user facility is conducting an internal investigation in all patients that were examined by the device. The device was taken out of circulation, and will be cultured. The exact cause of the patient¿s outcome cannot be determined. This report will be supplemented if additional information becomes available at a later time.

Event description:
Olympus was informed that a patient underwent a colonoscopy on (B)(6) 2016 and within two days the patient reportedly became sick, not eating or drinking. The patient was advised by the user facility staff to return after two weeks for a stool sample. On (B)(6) 2016 the patient was taken to emergency room and was provided IV fluids. On (B)(6) 2016 the patient stool exam results tested positive for an e.coli infection; the patient was then prescribed an antibiotics. It was reportedly believed that the patient received the infection from the scope during the colonoscopy.